Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test due to cracked and bleeding lcd glass. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported via phone call that insulin pump had physical damage. It was reported that display screen had ink blotches which made display screen difficult to read. Customer does not know how damage occurred. Customer's blood glucose was 66 mg/dl and it was reported that low blood glucose was due to playing baseball. Customer was advised that insulin pump would need to be replaced.